Event description:
A catheter fracture was reported. It was stated that patient was in for a back surgery and the catheter was damaged and they were unable to revise the catheter. At that point they filled the pump with saline. As of the date of this report a critical alarm was reported occurring every 10min confirmed by telemetry due to zero ml reservoir volume. Patient wanted the alarm turned off; "did not want to travel to only get filled with saline if that is not doing anything for him." Per reporter the pump was not going to be filled or used again. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the back surgery occurred in 2009 and was not related to the patient¿s pump or catheter. The surgeon "clipped" the catheter and due to scar tissue, it could not be resinserted so saline was placed into the pump. The pump had been filled with preservative-free saline for about a year. The pump had not been filled since that time so it was programmed so it wouldn¿t alarm. They ¿kept telling it that we did but it hadn¿t had anything in the pump for two years¿. The pump was going to be removed in (B)(6) 2013 because it had been ¿non-functional for a couple years¿. It was reported that the pump was turned off on the day following the report. At the time of the report, the pump was empty.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
Additional information later reported the patient had a lumbar fusion and the catheter was cut and capped during the surgery. The catheter was unable to be replaced due to fusion extending the entire length of lumbar spine. The pump was used to deliver dilaudid prior to the surgery and was changed to pfns after the (B)(6) 2009 surgery.

Manufacturer narrative:
(B)(4).